Event description:
It was reported to philips that the system's c-arm was unable to perform angulation and stuck in left anterior oblique position. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment. The issue occurred at the end of the procedure; hence, the procedure was completed as planned, as it did not impact the x-ray but only the movement was impacted. The philips remote service engineer (rse) inspected the system remotely and confirmed that the c-arm was unable to perform angulation. Upon troubleshooting, the philips primary engineer confirmed that the customer was using a double-layer drape, causing the lower layer to be pulled by the c-arm during angulation when it's at the nearest point to the patient support, as a result, stopping the movement of the c-arm. To resolve the issue, the engineer pulled out the stocked drape pieces from the c-arm by manually punching the c-arm up and down. After removing the layered drape that was stuck to the c-arm, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The issue occurred at the end of the procedure; hence, the procedure was completed as planned on the same system, with no impact and no delay on completion of the procedure, patient, or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.